Event description:
The facility nurse reported the patient was dialyzed using a gambro phoenix machine r using a xenium 170 dialyzer, a single use and a dry pack. The nurse described this patient as a "hard pull." The patient received 1500 units of heparin at the beginning of dialysis and then 1000 units of heparin hourly. Immediately after the start of the treatment, the patient felt flushed, had shortness of breath, was sweating and had dry heaves. The blood pump was stopped. The patient was given 2 liters of oxygen per nasal cannula and 250ml of normal saline. The patient improved. The patient has a permacath access. No blood sample was taken from this patient for a blood culture. The uf goal was 1.8. The dialysis treatment was started and was completed 29 minutes early due to a clotted dialyzer.

Manufacturer narrative:
The dialyzer was discarded by the facility. Should additional information become available, a follow-up report will be filed.